Event description:
The pt has two leads with a same lot number. It was reported the pt has not received effective stimulation since implant and has declined troubleshooting. The pt is to consult with the physician regarding the surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.